Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure. It was noted there was a "lesion of the atrium of the heart which was caused by a cylinder of the cement". The balloon kyphoplasty procedure was aborted. The surgery team started a successful reanimation followed by heart surgery. Reportedly, the patient is unable to work as a teacher. No add'l info was reported.

Manufacturer narrative:
Method - device not returned; followed up with company representative.